Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places another iv3000 on top. Dressing is not adhering well and infusion set dislodges, and blood sugar increased.